Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery during prime. Customer's blood glucose was unknown. Customer stated he resolved the alarm buy an infusion set change. Troubleshooting was performed as customer had resolved the issues, unable to determine the cause of the alarm. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.